Event description:
It was reported that a request was made to review the data and settings of this pacemaker. During that review, it was noted that this pacemaker exhibited farfield oversensing resulting in atrial tachy response (atr) events. The findings were reviewed with the health care professional (hcp). This pacemaker remains in service. No adverse patient effects were reported.